Manufacturer narrative:
Concomitant medical product: model c4tr01, ipg, implanted: (B)(6) 2014.

Event description:
It was reported that the patient experienced diaphragmatic stimulation, phrenic nerve stimulation and pocket stimulation from the left ventricular (lv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.